Manufacturer narrative:
Pentax medical apac responded via email on 19-nov- 2024, stating that user used a backup processor to complete and no patient harmed. G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There was sudden black screen in the middle of an examination that interfered with operation. Harm performance: delay the examination. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary: event that occured is the sudden black screen in the middle of an examination that interfered with operation. The pentax engineer checked with hospital staff. The malfunction was found during use. No harm was caused to the patient. The examination was completed with a backup device. This processor was used for a long time and high frequency, while voltage instability leaded to equipment fuse burnt. Based on the investigation, a potential root cause of this failure is the processor was used for a long time and high frequency, while voltage instability leaded to equipment fuse burnt. A definitive root cause of the reported issue could not be identified. The equipment section replaced the fuse; thus, the processor could be used normally. It wss recommended that hospital could install power stabilizers to address the occurrence of this problem. Investigation completion and return date: 19 nov 2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the processor was manufactured pentax medical yamagata on 03-sep-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 05-sep-2014. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.